Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose on (B)(6) 2019. Customer¿s blood glucose level was 600 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer expressed symptoms like abdominal pain and indicative of the possible onset of diabetic ketoacidosis. Customer was treated with syringe. Customer does not allege insulin pump was under delivering. Customer was not insisting on insulin pump replacement. The insulin pump will not be returned for analysis.